Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor came apart and may still be in the customer's body. Customer also indicated that the cannula is missing. The customer's blood glucose was 86 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed lost sensor. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.